Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated the amount of insulin needed, and delivered too large of a bolus which resulted in a low blood glucose (bg) level in the 30s (mg/dl). The customer consumed glucose tablets to resolve the issue.